Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, the patient presented with pre-op diagnosis: previous c5-6 acdf. C6-7 herniated nucleus pulposus. Cervical myelopathy. The patient underwent: removal of c5-6 anterior atlantis plate. Exploration of fusion. C6-7 anterior cervical diskectomy for decompression of spinal cord. C6-7 anterior cervical arthrodesis. Anterior instrumentations with atlantis plate. Utilization of structural allograft. Utilization of bmp. As per op notes, the c5-6 anterior plate was identified. The locking mechanism was opened up and the four screws were removed. The plate was dislodged and removed as well. Then the c6-7 disk was removed. Three large fragments were found compressing the spinal cord. Once, this was removed the amount of indentation in the thecal sac was identified. Foraminotomies were performed bilaterally to decompress the exiting nerve roots. A 7mm structural lordotic graft was taken filled with bmp and was tamped down into the disk space. A 23mm atlantis vision plate was placed over the vertebral bodies. Self drilling screws were placed at c6 and c7 with variable angle above and fixed angle below. Fluoroscopic images confirmed position of the graft and hardware. The patient was transferred to the recovery room in stable condition. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.